Event description:
A hospital in (B)(6) reported that the 900mr810 reusable adult breathing circuit was broken near the cuff after one use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint 900mr810 evatherm circuit was not returned to fisher & paykel healthcare in (B)(6). Our investigation is based on the event description, photograph provided by the hospital, and our knowledge of the product. Results: visual inspection of the photograph revealed the area with the alleged damage, near the overmoulded cuff of the circuit, had been covered in tape. A lot check revealed no other complaints of this type for the lot number provided. Conclusion: we were unable to determine what has caused the reported damage. The damage may have been caused by improper cleaning or rough handling of the circuits. The customer had reported that the circuit failed after use, which shows the damage occurred after it was released for distribution. The user instructions that accompany the 900mr810 clearly state: -"clean circuit prior to use and after each patient use, using approved disinfection methods only." -"inspect circuit before re-use, do not use if circuit shows signs of deterioration, such as: cracks, tears, or damage." -"disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage."